Manufacturer narrative:
(B)(4). Review of CT¿s from 22 months post-implant confirmed that an endurant stent graft system was implanted in the patient. The bifurcate was positioned with the proximal margin nearly horizontal within the angulated neck. The aortic body was angulated >90 deg l-r and 30 deg a-p relative to the iliac limbs. The ipsi limb was positioned on the left side and extended into the left common iliac artery. On the right side, the distal end of the contra limb was positioned within the distal aaa sac; out of the right common iliac artery. The max diameter aaa measured 7cm and there was a distal type I endoleak from the right iliac limb. The stent graft diameter at the distal end of the contra limb measured 17mm, and the iliac artery vessel flow lumen diameter ranged from 18 ¿ 15 ¿ 14mm (proximal to distal). Contrast was also seen outside the distal ipsi/left limb; however no clear endoleak was seen going into the distal aaa sac from this location. The distal end of the left limb extension was 22mm in diameter and the left iliac artery at that location was 25mm. There is also a possible type ii endoleak. The iliac arteries were tortuous and both limbs were patent. No other stent graft issues were observed. The cause of the iliac limb pulling out of the right iliac artery resulting in the distal type I endoleak could not be determined from the images provided. The anatomy at implant is unknown, and recent post-implant films were not available for review and comparison. It is likely that this was caused by disease progression; iliac artery dilatation. Morphology changes may have also contributed. The possible type ii endoleak was anatomy related.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 52 mm in diameter abdominal aortic aneurysm. It was reported that the patient returned for follow up appointment. A CT revealed a type ii endoleak and a type ib endoleak. The physician elected to implant a 16 x 20 x 82 was used to extend the contra side. The endoleak has resolved. The physician stated that the cause of the endoleak was due to anatomy; vessel dilatation. No additional clinical sequelae were reported and the patient is fine.